Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 80 mg/dl, 60 mg/dl, 65 mg/dl and the sensor glucose was 56 mg/dl, 40 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states there have been multiple sensors with this same issue and also had calibration not accepted, change sensor alert. Customer was able to run test on transmitter. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will be returned for analysis.